Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Review of the event history log found 'improper shutdown!' Messages. The reported condition was verified. The device was found out of specification in relation to the reported "turn off when cable is disconnected". Evaluation observed the pump to turn off when only using dc power. Evaluation determined the assignable cause to be dried fluid substance causing rear case pin to be depressed and preventing proper integration between pump and battery. The rear case was cleaned to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off when cable was disconnected in the pediatrics department. There was no patient involvement. No additional information is available.